Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. There were four myomas, which totaled about 550g in weight and were not calcified. After the myomas were cut into small pieces, about 350g, the blade of the device stopped rotating though the surgeon grasped the trigger and the blade could come out from the sheath. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the main housing involved in this event was returned for evaluation. It was visually and functionally evaluated and operated as intended during the evaluation.